Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer made several attempts to fill the patient line tubing with 40 units of insulin during the load process, but did not observe any insulin exit the tubing. There was no impact to the customer's blood glucose levels. During troubleshooting with tandem technically support, the customer changed the infusion set tubing, completed the fill tubing process and load process, then resumed insulin delivery.